Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 3000 ohms. It was also reported that this rv lead was non-functional. The health care professional (hcp) was also concerned if there was safety mode on the pacemaker device. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was damaged while extracting other lead. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 3000 ohms. It was also reported that this rv lead was non-functional. The health care professional (hcp) was also concerned if there was safety mode on the pacemaker device. This rv lead currently remains in service. No adverse patient effects were reported.